Event description:
It was reported that this implantable brady lead was not successfully implanted due to unknown product performance issue. This lead was never in service. A new lead was placed of the same model. No adverse patient effects were reported. Additional information was received indicating that during implant, this lead became entangled in the rv myocardium. During removal for reposition, the helix would not retract and when lead was removed the helix was attempted to be retracted and extended but was unsuccessful. Also, the lead was unable to anchor into the septum.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. The known inherent risk investigation conclusion code was selected based on the report of helix difficulty and a failing helix mechanism test due to dried blood/body fluid clogging the helix tip. Susceptibility of active helix fixation tips becoming clogged with coagulated blood/body fluid is a known risk.

Event description:
It was reported that this implantable brady lead was not successfully implanted due to unknown product performance issue. This lead was never in service. A new lead was placed of the same model. No adverse patient effects were reported. Additional information was received indicating that during implant, this lead became entangled in the rv myocardium. During removal for reposition, the helix would not retract and when lead was removed the helix was attempted to be retracted and extended but was unsuccessful. Also, the lead was unable to anchor into the septum.

Event description:
It was reported that this implantable brady lead was not successfully implanted due to unknown product performance issue. This lead was never in service. A new lead was placed of the same model. No adverse patient effects were reported.